Manufacturer narrative:
The evaluation of the unit has not been completed. Further investigation underway.

Event description:
The user facility in (B)(4) reported receiving an error wfc05 "the foot control center pedal or button sensors have failed or the foot control has been activated continuously since being powered on." On the stellaris screen. The surgery was cancelled. On 30 aug 2018 additional information: during cataract surgery, after incision of anterior capsule, the doctor noticed the ultrasound did not oscillate in the patient¿s eye and phacoemulsification did not work. The patient was transferred to a different hospital in the same city. In order to improve intraocular pressure, the patient received mannitol IV drip and the surgery was completed without injury on the same day. The patient was planned to have day surgery, but he was hospitalized at the transferred hospital. Patient recovered with no additional treatment required.

Manufacturer narrative:
Evaluation: foot control booted up to an error wfc05 and continued that way through the complete testing. Couldn''t get into the maintenance mode to check switches because of a power up error in the maintenance mode. Tried a new pcb but that didn''t help. The foot control was returned to the vendor for repair. Vendor evaluation: the foot control was found to need the following parts replaced: foiledpoti in the spring compressor is defective (resistance = 0). Yaw foiledpoti defect. Yaw home-position indicates sporadically ¿nh¿. ¿spring error frlag¿ flashes sporadically. Cracks in the lower part of the housing and in the pedal cover. The DHR review was completed with no anomalies noted. The certificate of compliance certifies that wfc05844 meet all physical and functional requirements. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.